Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm and frozen display issue. Customer¿s blood glucose level was unknown. Customer was unable to clear the insulin pump reoccurred frozen display. Customer reported that they were successfully clear the error. Customer reported that the time was not advancing. Customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons and frozen screen due to corroded keypad trace. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test or verify rewind anomaly due to unresponsive keypad.